Manufacturer narrative:
The event date was unknown therefore the bsc aware date was used. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the suture broke when it was caught in the capio cage. A new suture was opened to finish the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.